Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The distance between the hypogastric and the renal artery was short. The aortic neck was angulated and the iliac arteries were 6-7 in diameter. It was reported that after the bifurcated stent graft was implanted, the left hypogastric artery was covered. As the nose cone was being pulled out, it got caught in the graft at the base where it tapered down into iliac due to the small left external iliac artery. The decision was made to perform a dissection to where the graft was caught in order to release the nose cone from the graft. The delivery system was successfully removed from the pt and the physician elected to tie-off that iliac artery followed by a fem-fem bypass. A self expanding stent from another manufacturer was deployed within the stent graft below the level of the renal arteries for fixation. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes, results/conclusions: arterial and venous occlusion, angulated aortic neck and small iliac arteries.